Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -3.00/6.0/099 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, lens remains implanted. Cause is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim# 724405.

Manufacturer narrative:
Corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 - "on (B)(6) 2022 the lens was repositione due to lens rotation not associated to a low vault. The problem was resolved." Should be added to the initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4628 should be added to the inital MDR. Claim # (B)(4).